Manufacturer narrative:
Med report 3003721894-2018-00145 is associated with argus case (B)(4) super poligrip original (zinc free formula).

Event description:
Used the super poligrip and 8 minuets later her tongue swelled and mouth swollen tongue. Used the super poligrip and 8 minuets later her tongue swelled and mouth (swollen mouth). Case description: this case was reported by a consumer and described the occurrence of swollen tongue in a (B)(6) female patient who received double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number n52k, expiry date unknown) for denture wearer. Concomitant products included no therapy. On (B)(6) 2018, the patient started super poligrip original (zinc free formula). On (B)(6) 2018, several minutes after starting super poligrip original (zinc free formula), the patient experienced swollen tongue (serious criteria hospitalization) and swollen mouth (serious criteria hospitalization). On an unknown date, the outcome of the swollen tongue and swollen mouth were unknown. It was unknown if the reporter considered the swollen tongue and swollen mouth to be related to super poligrip original (zinc free formula). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received via phone call on (B)(6) 2018. Consumer reported about super poligrip original and consumer stated that her mother used the super poligrip and 8 minuets later her tongue swelled and mouth. The patient had to be hospitalized. He asked if this was a common side effect.